Event description:
The customer reported being hospitalized due to chest pain and short of breath. The blood glucose reading at time of call was 203mg/dl. The customer stated that she was suffering of dizziness and other symptoms. The customer stated that she was experiencing high glucose, and she has treated herself with 19.0 units of insulin for the day, but her glucose level did not drop. The customer stated that she was given 15.0 units of insulin at the emergency room during her admission. Troubleshooting was performed. Ran a fixed prime and her glucose was going down rapidly. Advised that the fixed prime was completed and nothing is wrong with the insulin pump. Explanted the customer that she may have inserted into scar tissue and the insulin was not delivered properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.